Event description:
Revision surgery was performed 1 month after the primary due to intra-prosthetic dislocation. Several attempts of closed reduction were performed on the patient to try to resolve the dislocation. The surgeon revised the bipolar head, ceramic head, and stem which appeared to be loose due to aggressive maneuvers of close reduction. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05 april 2022: lot 186812: (B)(4). Expiration date: 2023-11-22. No anomalies found related to the problem. (B)(4). Additional items involved in the event: ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot. 178983. Batch review performed on 05 april 2022: lot 178983: (B)(4). Expiration date: 2023-04-02. No anomalies found related to the problem. (B)(4). Stem: quadra-p 01.12.232 quadra-p cemented lat stem size 2 (k192827) lot. 2002222 batch review performed on 06 april 2022: lot 2002222: (B)(4). Expiration date: 2025-05-12. No anomalies found related to the problem. (B)(4).